Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not clean the area before starting the pd therapy. The bacterial peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with cefazolin and ceftazidime (doses, frequencies and routes not reported) for peritonitis. Four days later, the patient stopped treatment with cefazolin and ceftazidime. Four days after onset, the patient was again treated with entinam and amikacin (doses, frequencies and routes not reported) for peritonitis. Fourteen days after onset, the patient was treated with vancomycin (dose, frequency and route not reported) for peritonitis. Seventeen days after onset, the patient experienced septicemia manifested with hypotension. Two days after the onset of septicemia, the patient stopped treatment with drugs entinam, amikacin and vancomycin and subsequently died the same day. The cause of death was reported to be infection shock. The patient did not recover from bacterial peritonitis prior to death. An autopsy was not performed. The pd therapy was ongoing until the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.